Manufacturer narrative:
Date sent to the FDA: 03/24/2011. (B)(4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade would not turn prior to first use. A second device was used and the case was completed with no adverse pt consequences.